Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that after implant the right ventricular (rv) lead it exhibited high thresholds and would not pace the myocardium. Repositioning of the lead was attempted but unsuccessful so the lead was explanted and replaced. No patient complications have been reported as a result of this event.